Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) concerning discordant, non-reproducible results obtained on a patient sample for mass creatine kinase mb isoenzyme (mmb) on a dimension exl with lm system. Siemens is investigating the event.

Event description:
Discordant, non-reproducible results were obtained on a patient sample for mass creatine kinase mb isoenzyme (mmb) on a dimension exl w/lm system. The results were not reported to the physician. The customer did not state which result was regarded as correct. There are no known reports of patient intervention or adverse health consequences due to the discordant, non-reproducible mmb results.

Manufacturer narrative:
Initial MDR 2517506-2021-00018 was filed 21-jan-2021. Additional information (05-feb-2021): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the non-reproducible results obtained on a patient sample (sample ID (B)(6)) for mass creatine kinase mb isoenzyme (mmb) on a dimension exl w/lm system. Hsc evaluated the information provided and the instrument data files. No product non-conformance with the assay or instrument was identified. The data indicates the sample the customer identified as (B)(6) was processed as sample ID (B)(6). The internal readings indicate there was a patient specific issue with the sample. Hsc cannot determine if the cause was sample integrity, sample handling or other patient specific abnormality affecting how the sample was processed on the analyzer. The instrument data showed normal assay performance with quality control (qc), calibration and other patient samples indicating the assay is working as specified. There were no internal readings or process errors to indicate an instrument malfunction during the processing of the mmb samples. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.